Event description:
It was reported that the patient presented prior to routine generator change. A device interrogation revealed periods of noise reversion caused by over-sensed noise that exhibited the right ventricular lead. Programming interventions were made. There were no patient consequences.